Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, a crack on the device. Subsequently, water leaked. The device was replaced.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed with an unknown cause. The sample was evaluated and a tear was observed at the inflation funnel near the valve. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If packaged is opened or damaged or if any imperfections or surface deterioration is observed, do not use. Use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations." (B)(4).

Event description:
It was reported that during the pretest, a crack on the device was found. Subsequently, water leaked. The device was replaced with another device of the same type.